Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not maintain the correct date. The patient discovered this issue during his changing the date/time setting. The patient noted with the incorrect date, he was unable to give any further bolus doses as he had reached the maximum allowance for that day. The patient took insulin via syringe injections. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.